Manufacturer narrative:
(B)(4). Multiple f/u attempts to the facility to obtain add'l info were unsuccessful. The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. It is indicated on the instructions for use (IFU) for the reported product catalog number, "tighten luer lock connection(s) on removable component(s) before use." While the reporting facility indicates they did tighten the connections, the measure of tightness cannot be confirmed. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: reports the set came apart while positioning the pt, and approximately 100cc's of fluid was lost before it was noticed. The fluid from the set was a mix of hydration, blood, and medications. The reporter stated she always tightens the connections because it has always been her habit. The reporter stated she tightened the connection on the tubing and hooked it into a very large 14 gauge introducer. The customer has discontinued using the 490233 IV tubing set because of the disconnection issues.